Event description:
It was reported that during an implant procedure, the guidewire failed to advance into the left ventricle (lv) lead. The physician elected to not used the lv lead and, a new lead. The patient had no consequences.